Manufacturer narrative:
Patient medications: insulin, plavix, zofran, colace, metoprolol, amlodipine, hydralazine, famotidine, allopurinol, and magnesium oxide the review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Additional devices implanted and/or related to this event: (B)(4), pxc201000/8587199, and pxc201400/9290227.

Event description:
On (B)(6) 2011, the patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The patient had a reported 60 degrees angle in the aortic neck and a ¿bleb¿ (an irregular bulge) in the aorta above the left renal artery. It was reported that a computed tomography scan (CT) taken on (B)(6) 2014, revealed a proximal type I endoleak and a possible distal type I endoleak in the right common iliac artery. The physician reintervened on (B)(6) 2014. He implanted a balloon expandable stent to ¿snorkel¿ the left renal artery, and implanted two gore aortic extender endoprostheses proximal to the existing implanted cuff (pxa280300/7767798). The physician wanted to extend the implanted right common iliac device to the hypogastric artery (not covering) and implanted a gore iliac extender endoprosthesis. The endoleaks were excluded and the patient tolerated the procedure.